Manufacturer narrative:
Device evaluation summary: visual inspection of the returned tubing set shows a crack in the stopcock luer connection on the "y" fitting. Pressure integrity testing was performed at 0.5 lpm with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at the stopcock "y" fitting connection. Reason for return was confirmed. Conclusion: conclusions based on the investigation results can be concluded that the following root causes lead to the origination of the failure mode: review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for the same failure mode were reviewed there were no issues related to the same failure mode, non-conformance (B)(4) was opened to follow up on the supplier response for this event. No adverse patient effects were reported. Review of the complaint file indicates enough information was provided for completion of this investigation. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends per trend analysis procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use, the customer reported a leak coming from the custom pack's y-connector. See attached video. The device was replaced. There was no patient involvement so no adverse effect occurred.